Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the physician noticed that the cut wire broke at the proximal end. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no user injuries nor patient complications resulted as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.